Event description:
It was reported that ventilator stopped cycling while on a patient. The vetilator was taken off the patient, patient was bagged and ventilator was swapped out. The ventilator was sent to the biomed department for evaluation. The biomed found that the pressure control level above peep potentiometer was defective. There was no patient injury. Front panel settings, at the time of the reported incident are unknown.